Manufacturer narrative:
The customer advised physio-control that they are declining any further repair with their device and requested that the device be returned, unrepaired. Physio-control was unable to determine the cause of the reported failure.

Event description:
The customer reported that their device would not boot up at all. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. During the device evaluation, it was observed that an internal flex cable assembly which connects the system and interface pcb assemblies, was disconnected; however, connecting this cable didn't completely resolve the reported failure.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.